Manufacturer narrative:
Further information was requested but not provided.

Event description:
It was reported that post paced t-wave oversensing was noted on the implantable cardioverter defibrillator (ICD). No changes or intervention was reported. The patient condition was unknown.

Event description:
New information received notes the implantable cardioverter defibrillator was post paced t-wave oversensing. No changes or intervention was reported. The patient condition was unknown.